Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2018 and suture was used. During the procedure, the suture was easily detached from the needle during suturing. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Unopened representative samples were returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. The samples was tested by needle pull and meet the finished goods requirements. Per the conditions of the sample received, no attachment defects were found and the tested sample met the finished goods requirements.